Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive sheath was inserted through the femoral access and then the septum. The physician aspirated air from the sheath before placing the irrigation but air bubble appeared from the tubing every time during aspiration. The process was repeated several times and the same issue kept occurring. No patient complications occurred. The procedure was completed using different device (same model). The device is not expected to return as disposed. It was further reported that the pressure bag was used and the flow was drop by drop. No leak was observed, only the continuous formation of bubbles inside the tubing of the sheath. No device was inside the sheath when air bubble was observed.

Event description:
It was reported that the faradrive sheath was inserted through the femoral access and then the septum. The physician aspirated air from the sheath before placing the irrigation but air bubble appeared from the tubing every time during aspiration. The process was repeated several times and the same issue kept occurring. No patient complications occurred. The procedure was completed using different device (same model). The device is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that the faradrive sheath was inserted through the femoral access and then the septum. The physician aspirated air from the sheath before placing the irrigation but air bubble appeared from the tubing every time during aspiration. The process was repeated several times and the same issue kept occurring. No patient complications occurred. The procedure was completed using different device (same model). The device was received for analysis. It was further reported that the pressure bag was used and the flow was drop by drop. No leak was observed, only the continuous formation of bubbles inside the tubing of the sheath. No device was inside the sheath when air bubble was observed.